Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 27 mg/dl. The customer stated that her husband found her and paramedics were called. The customer stated that the doctor took off the insulin pump, but she was treated and released the same day. The customer stated that she was on manual injections, and she requested a replacement of the insulin pump. No further information was provided.